Event description:
It was reported by service report that the fowler section won't crank up due to bent crank screw. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Crank fowler.